Manufacturer narrative:
The concomitant products: preface sheath model# 301803ms lot#unknown soundstar model# m-5723-05 lot#unknown carto 3 model# fg-5400-00m serial# (B)(6). (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure (mapping phase), the patient suffered a cardiac tamponade and required a pericardial drainage. The pericardial effusion was confirmed by the intracardiac echocardiography and the patient¿s blood pressure also dropped due to this injury. The physician commented that the event might have caused by manipulating the catheter around the left atrial appendage and no anomalies were found on the catheter during the procedure. The patient was reported to be in stable condition.